Event description:
It was reported that the bd intravascular catheter was defective / damaged. The following information was provided by the initial reporter: the patient was admitted with a diagnosis of pelvic inflammatory disease in women. On (B)(6) 2025, at 8:38 am, the medical order was to administer 1.5g of cefuroxime sodium for injection + 0.9% nacl 100ml, q8h, intravenous infusion. During infusion, a closed venous cannula was found to be damaged, so it was immediately discarded and replaced with a new, qualified closed venous cannula. Additional information provided: hello, we have communicated with the hospital and we think it was caused by external force during transportation. The hospital did not keep the sample or take photos for preservation.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information available.